Event description:
It was reported that prior to starting a da vinci procedure, the tip of the monopolar curved scissors (mcs) instrument broke off. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument tube extension was found to be broken and missing a .042 x .094 piece at the proximal clevis interface. The clevis was dislodged from the instrument tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded that the broken damage may be due to mishandling/misuse. An additional observation not reported by the site was that the instrument tube reinforcement ring had tears. The ring had scratch marks that aligned with the main tube damage. No material was missing. Failure analysis concluded that the torn damage may be due to mishandling/misuse. An additional observation not reported by the site is the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The area where the scratch marks were located measures approximately 1.285 in length and was not aligned with the tube axis from the main tube and tube extension interface. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction and damage to the main tube if to recur could cause or contribute to an adverse event.